Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-106118 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-106367 and 2016493-2025-106120.

Event description:
It was reported there was a programming error of dilaudid. On (B)(6) 2025 at approximately 1800 the pca was programmed at a rate of 0.5mg/hr; however, on (B)(6) 2025 at 0300 the pca syringe was empty. Per report, the customer states "it was noted that the pca infusion was infusing at 2.5mg/hr". There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a programming error of dilaudid. On (B)(6) 2025, at approximately 1800, the pca was programmed at a rate of 0.5mg/hr; however, on (B)(6) 2025, at 0300 the pca syringe was empty. Per report, the customer states "it was noted that the pca infusion was infusing at 2.5mg/hr". There was patient involvement, but no harm.